Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. A device history record review was not performed as the device serial number could not be obtained.

Event description:
It was reported that the patient felt a jolt after turning on their cardiomems device. The patient then elected to turn off the device. No further information could be obtained.